Manufacturer narrative:
Device evaluated by MFR: customer reports of pannus and degeneration were confirmed. As received, valve was dismantled with all three leaflets, sewing ring, wireform, and metal band cut up into separate pieces. The dismantled wireform was cut and deformed. Leaflet fragments could not be matched up to cut off sewing ring. X-ray demonstrated minimal calcification on all three leaflet fragments. Moderate host tissue overgrowth was also observed on the outflow surface of one of the leaflet fragments. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm 7300tfxj mitral pericardial valve, implanted approximately two (2) years and one (1) month, was explanted due to pannus and degeneration. The device was explanted and replaced with a 25mm corcym's bicarbon mechanical valve with no patient adverse events reported. The patient status was reported as "under treatment". Per the surgeon, upon the valve explant, pannus formation and degeneration were observed from the left atrium to the inflow aspect of the valve, while there were no problems observed on the left ventricular side or the left ventricular outflow tract. The device was returned for evaluation.

Manufacturer narrative:
Expiration date type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.